Event description:
Legal counsel for patient reported patient underwent a left total hip arthroplasty on (B)(6) 2009. Subsequently, patient's legal counsel reported patient was revised on (B)(6) 2014 due to patient allegations of pain, loss of range of motion, bone/tissue damage, elevated metal ion levels and metallosis. The modular head, taper adapter and femoral stem were removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Additional information received in patient¿s medical records revealed the (B)(6) 2014 revision was due to pain. The patient¿s operative report noted fluid. The head could not be disengaged from the stem therefore the stem had to be removed. There was a fracture line present around the greater trochanter. The head, taper adapter and stem were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 3 of 3 mdrs filed for the same event (reference 1825034-2014-06619 and 2015-00025 / 00026).